Event description:
It was reported that the pt underwent a sling procedure. Post operatively, a cystoscopy was performed and calcified mesh was noted in the bladder. The calcified mesh was removed in 07/2004.